Event description:
The reporter indicated the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, -10.00/+3.0/089 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens will be removed and replaced. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk, weight: unk, ethnicity: unk, race: unk, event date: unk, explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022 due to patient experienced a refractive surprise. The lens was replaced with another same model/length lens but the problem was not resolved. See MFR. Report # 2023826-2022-01669 for replacement lens. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).